Manufacturer narrative:
No device malfunction suspected.

Event description:
March 21, 2015 the provider reported a patient with numbness around her lips and mouth "from the treatment" on (B)(6) 2014. At the time of report the patient reported normal movement with numbness and tingling sensation. The patient disclosed to the provider that she has been to a few doctors that tested her for auto immune issues, allergies etc.. The ulthera medical director feels this issue will resolve, but needs more time.